Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. It is possible that other electrical equipment caused an interference if the equipment was positioned near the system. The instruction for use contains precautions related to high frequency electrosurgical equipment. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a surgery, the device caused a short circuit with the video column when it was used several times, mainly stop of the generator. A competitor device was used to complete the procedure successfully. It is unknown if there was a delay in the case. Patient or user injuries were not reported.